Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate blood glucose measurement. Labeling was reviewed and no non-conformances were noted. Note: this report is being submitted late due to having to set up the submission portal.

Event description:
The customer reported to (B)(4) that she was hospitalized on (B)(6) 2017 because her diabetes was unstable and she was having many lows as well as losing consciousness from time to time. On (B)(6) 2017 while still in the hospital, she tested with her dario meter and got a reading of 29.8 mmol/l. She gave herself 120 units of novorapid. The nurse in the hospital tested the customer's blood glucose on an independent meter and received a reading of 2.3 mmol/l. No details of treatment were provided by the customer.